Event description:
Customer's husband reported hospitalization due to low blood glucose. Customer was pregnant; labor was induced due to low blood glucose levels. The blood glucose reading at the time of the event was 19 mg/dl. Customer passed out at home. The blood glucose reading increased to 63 mg/dl at the hospital. The current blood glucose reading is 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.